Event description:
Evaluation summary: from the examination of the returned devices and clinical information provided the cause of the stent graft occlusion could not be determined. No device integrity issues were observed with any of the returned devices. The limbs were returned detached from the bifurcate. One of the limbs was found acutely angulated approximately 60º maximum between springs 3 ¿ 4. The stent grafts were patent; however, significant thrombus was seen within both limbs and lining the aortic body. Internal review of several returned angio images revealed that the approximate minimum stent graft diameter measured 5 mm in the left limb, and 10 mm in diameter in the right limb. The take-off of the left limb appeared acutely angulated approximately 90º. The distal aortic flow lumen diameter measured approximately 13 mm across (l-r). The exact cause of the occlusion could not be determined from the limited films and clinical information provided, but appears most likely to have been caused by a patient condition as well as due to stent graft placement within the small anatomy. The devices were also confirmed to have met all endurant iis manufacturing specifications prior to shipment.

Event description:
An endurant iis stent graft system were implanted for treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that when the stent grafts were implanted the patient had very poor runoff and prior iliac stents placed in the externals iliac arteries bilaterally. The patient never left the hospital and developed a cold leg post op and had an occluded stent graft and was converted to open surgical repair and the grafts explanted. No additional clinical sequelae were reported. The patient is alive, but still in the hospital, had a heart attack post op and they found a lung mass incidentally according to the physician. The physician stated it was not graft related, had to do with poor distal runoff and small vessels. Film review analysis: review of several returned still angio images (unknown study date) confirmed blood flow through both limbs post-implant. The approximate minimum stent graft diameter of the left limb measured 5mm, and on the right limb measured 10mm. The take-off of the left limb appeared acutely angulated approximately 90deg. The devices may have been placed within a small distal aorta; the distal aortic flow lumen diameter measured approximately 13mm across (l-r). The stent graft proximal od measured 30mm. The cause of the occlusion could not be determined. May be patient related as well as related to stent graft placement within the small anatomy.

Manufacturer narrative:
(B)(4).